Event description:
We are having concerns with our erbe tubing equipment (24-hour use tubing) and sometimes an extra leak of fluid that will spontaneously leak from scope during procedures. We have been troubleshooting various solutions during which we've found a couple of short-term solutions as to not interrupt the procedure and fix the issue. The other problem is this only happens sometimes, not every time. So, we will start keeping the product package to keep track of when it does occur and if we can pinpoint it to a certain number from package. I have reached out to the erbe and just spoke with the vice president of sales rep [redacted] and he let me know that there has been an updated version of the valve flow on this certain tubing and all tubing that is ordered moving forward will not have this issue. He said he will reach out to [redacted], our sales rep, to send us any documentation pertaining to this, so we have it. Erbe rep confirmed they are aware of this issue already and they have corrected it. We believe this is part of an ongoing recall we just received. Manufacturer response for cap and tubing, erbeflo clevercap, hybrid co2 tubing/cap set for olympus scopes (per site reporter).